Event description:
Peg was in place for unk amount of time and when physician traction-removed the peg, the dome separated from the shaft. Physician endoscopically removed dome from pt using a snare. Another 000630 was placed without incident.